Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds. It is suspected that the cause could be a micro-dislodgement, which was later confirm via x-ray. The device remains in service. No adverse patient effects were reported.